Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined.. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell . The baxter technical representative (tsr) assisted the home patient (hp) to cycle power and se 2367 alarmed on the hc. The tsr advised the hp to end therapy and restart the set up with all new supplies. The hp will use manual supplies for the rest of the therapy. The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011,product surveillance received the call from the nurse. The nurse stated that she had spoken to the patient a day before and he has been continuing therapy without any issues. The patient did not mention any se 2240 alarm, however there were no other issues with the therapy. There is no further information available.